Event description:
It was reported that fours years post implant, the band was not able to keep the fluid calibration. Somewhere there was a leak. We've seen pre-op some weakness on the tube 5cm after the injection port. We solved the problem by replacing the defect band by a new one. There was not reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Upon microscopic evaluation, it was observed that the catheter was returned punctured. This puncture was the root cause of the leak. It can tentatively be concluded that leakage on the tubing (catheter) might be the result of a perforation of the tubing by a needle during band adjustments. Detailed instructions are provided within the IFU for adequate techniques for band adjustment procedure.a DHR review was conducted, and no discrepancies were observed during the manufacturing process. A review of the manufacturing process was performed and it was observed that all balloon are 100% leak tested prior to be packaged and released for distribution; therefore manufacturing issue could not have contributed to this event.